Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event endoscopic biliary stenting was performed for a patient with normal anatomy. When a guide wire was inserted into the pigtail of a zebd-7-7 using a pigtail straightener, the straightener shifted slightly. However, the guide wire was inserted as is. The guide wire then perforated the pigtail, so the zebd-7-7 was replaced with another zebd-7-7 to complete the procedure. Patient outcome no patient health hazards patient/event info - notes please provide the following information if possible: 1. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Stored vertically. 2. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure?* olympus, g-260-2545a 3. Was the wire guide lubricated prior to use? Yes 4. Was the wire guide inspected for damage prior to use?* ni 5. Was the device at the centre of the complaint inspected for damage prior to use? Ni 6. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes 7. If yes please indicate the type of procedure performed. Est 8. If not with the device in question, how was the procedure finished?* another zebd-7-7 was used to complete the procedure. 9. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day no 10. Were any other defects observed on the device prior to return (other than the reported complaint issue)? Under confirmation. For complaints occurring during use (once in contact with endoscope) also ask: 1. Had a sphincterotomy been performed prior to this occurrence? Est was performed. 2. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus, jf-260v 3. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes 4. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. 5. If other, please specify: the common bile duct 6. Was resistance encountered when advancing the wire guide to the target location?* no 7. Was resistance encountered when advancing the introduction system in place to the target location?* no 8. How did the physician deal with this resistance? N/a 9. How did the physician determine the length of the stent to be used for the procedure? Determined under fluoroscopy 10. If yes, please indicate what tools were used during retrieval (e.g. Basket, balloon, snare, forceps etc.): there was no device detachment in the patient that required retrieval. 11. Were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) No. Additional information: did the patient involved exhibit altered anatomy or tortuous anatomy? No (if any damages were confirmed prior to use)was the package damaged? No where was the stricture located in the duct? Calculus was the stricture dilated prior to placing the device? No.

Manufacturer narrative:
Device evaluation: user/use related complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. The device evaluation of zebd-7-7 of lot number c2178254 involved in this complaint was returned for evaluation, with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The following observations were made: visual inspection: introducer and stent returned, pigtail straightener returned on stent in the correct orientation. Stent examined and multiple kinks observed on the non tapered end. Kinks observed on the 01st, 02nd and 03rd porthole of the non tapered end of the pigtail curl. The tapered end of the pigtail curl examined and no issue observed. Functional inspection: 0.035 inch wire guide did not pass the kink. The failure reported was confirmed: manufacturing records: a review of the manufacturing records of lot c2178254 did not reveal any discrepancies that could have contributed to this complaint issue. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: the review of relevant manufacturing records of lot number c2178254 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: the japanese packaging insert (c-es0202m18) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. The japanese packaging insert (c-es0202m18) states: "remove this product from the package and inspect with particular attention to bends, kinks and breaks". It also states," choose a wire guide with outer diameter 0.035 inch (0.89mm) for use with this product¿. There is evidence to suggest the user did not follow the insert. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU and/label. It may be noted the device label indicates a 0.035¿ wire guide for use with this device. It is known from the available information 0.025" wire guide was used. It is likely that the use error of a 0.025" wire guide led to the kinks in the pigtail. The use of a smaller than required wire guide size would have resulted in insufficient support when introducing the wire guide into the stent. It is possible that this resulted in the pigtail straightener shifting during advancement of the wire guide through the stent, resulting in the formation of the kinks observed and the perforation of the wire guide as reported by the customer. Confirmation of complaint: the complaint is confirmed based on visual/functional inspection. Corrective action/correction: CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Complaints of this nature will continue to be monitored for similar events. Summary of investigation: the pigtail was perforated by the wireguide. The patient did not experience any adverse effects due to this occurrence. Confirmed quantity of 1 device, confirmed prior to use. Definitive root cause was established. The user has not complied with the requirements of the IFU and/label. It may be noted the device label indicates a 0.035¿ wire guide for use with this device. It is known from the available information 0.025" wire guide was used.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 19-dec-2025.

Event description:
A supplemental correction report is being submitted following a review of this complaint file to update product received on date.

Manufacturer narrative:
Device evaluation: user/use related complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. The device evaluation of zebd-7-7 of lot number: c2178254 involved in this complaint was returned for evaluation, with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 19 nov 2025 the following observations were made: visual inspection: introducer and stent returned, pigtail straightener returned on stent in the correct orientation. Stent examined and multiple kinks observed on the non tapered end. Kinks observed on the 01st, 02nd and 03rd porthole of the non tapered end of the pigtail curl. The tapered end of the pigtail curl examined and no issue observed. Functional inspection: 0.035 inch wire guide did not pass the kink. The failure reported was confirmed. Manufacturing records: a review of the manufacturing records of lot: c2178254 did not reveal any discrepancies that could have contributed to this complaint issue. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: the review of relevant manufacturing records of lot number: c2178254 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: the japanese packaging insert (c-es0202m18) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. The japanese packaging insert (c-es0202m18) states: "remove this product from the package and inspect with particular attention to bends, kinks and breaks". It also states," choose a wire guide with outer diameter 0.035 inch (0.89mm) for use with this product¿. There is evidence to suggest the user did not follow the insert. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU and/label. It may be noted the device label indicates a 0.035¿ wire guide for use with this device. It is known from the available information 0.025" wire guide was used. It is likely that the use error of a 0.025" wire guide led to the kinks in the pigtail. The use of a smaller than required wire guide size would have resulted in insufficient support when introducing the wire guide into the stent. It is possible that this resulted in the pigtail straightener shifting during advancement of the wire guide through the stent, resulting in the formation of the kinks observed and the perforation of the wire guide as reported by the customer. Confirmation of complaint: the complaint is confirmed based on visual/functional inspection. Corrective action/correction: CAPA: 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Complaints of this nature will continue to be monitored for similar events. Summary of investigation: the pigtail was perforated by the wireguide. The patient did not experience any adverse effects due to this occurrence. Confirmed quantity of 1 device, confirmed prior to use. Definitive root cause was established. The user has not complied with the requirements of the IFU and/label. It may be noted the device label indicates a 0.035¿ wire guide for use with this device. It is known from the available information 0.025" wire guide was used.